Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the 2380933 metal insert lot code. Per procedure, this device is exempt from device history record review. No other reports were found against the remaining product/lot code combinations. It should be noted, there are two revisions included in this reporting. Previous review of the provided medical records finds it is not possible to say if there is a manufacturing fault from the clinical information reviewed by this report. None was reported. Based on the information received and the investigation performed the root cause of the need for revision was undetermined, the reason for revision was not solely due to the device. All total hip arthroplasty has a risk of failure and the risks for an individual are an unpredictable combination of patient, surgical process, surgical procedure and device related interactions. Based on the performed investigation, a need for corrective action is not indicated.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral head and acetabular liner as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Operative notes were received with the complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised on (B)(6) 2012 to address pseudotumor and pain. Physician's post-revision notes provided also state that the patient had dislocated on (B)(6) 2012 and (B)(6) 2013 and underwent closed reduction.

Manufacturer narrative:
(B)(4). This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/7/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, cyst, squeaking, increased metal ions, and metallosis. Lab results confirmed the high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:9/2/2015.